Event description:
Boston scientific forwarded a report from a customer alleging a problem advancing the guidewire. No patient complications.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.